Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to charring and localized melting on of both bipolar yaw pulleys, in the space between the grips. The thermal damage was found at the base of the grip at top of yaw pulley and the wire was exposed. The instrument passed an electrical continuity test. When the instrument was placed and driven on an in-house system, the instrument delivered energy with signs of arcing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps (mbf) instrument with the external generator (forcetriad) with setting power at 60 and strong sparks occurred. The customer attempted lowering power and changing the equipment, but the issue persisted. There was no report of fragment(s) falling inside the patient. The procedure was continued with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument and all accessories prior to use, and no damage was found. The system functionality was checked upon powering on the system. The customer indicated that arcing was observed between the instrument jaws when using the bipolar energy with the setting of 60 to 40 for coagulation. Thermal damage was noted on the mbf instrument. The mbf instrument was connected properly and was used for about 10 minutes to dissect the tissue with the fenestrated forceps instrument. The instrument tips did not collide with any other instrument or tool and did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The site did not continue using the same force triad generator to complete the procedure. There was no other damage noted on the instrument and accessory. Furthermore, the customer indicated that the instrument tip(s) were in contact with tissue when the arcing event occurred, but there were no medical interventions required to treat the patient. No intra-operative or post-operative complications were identified.